Event description:
It was reported that: the nail was found to be broken at the lag screw hole. Patient was revised due to nonunion of fracture.

Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.